Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed code ec41625., so therefore the pump was returned. No patient adverse events reported. Reason for return:

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps ? 2120. Device was returned for code ec41625.physical condition of device revealed corrosion in the battery compartment and inside device. When powering up and testing device, the error code 41625 was duplicated. This was isolated to motor time out error. The pumps reported significant corrosion had migrated to the daughter board and attached. The motor was turning freely. The pwa and motor was replaced. Issue caused by corrosion